Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75x24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.